Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that there were no allegations against the plate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - screws: trauma/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown. D4: UDI: as the serial and lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation.

Event description:
It was reported that the patient underwent the primary surgery with va-dhp half a year ago. The surgery was completed successfully without any surgical delay. On august 23, a removal surgery was performed. The screw shaft remained in the trochlea of humerus. During removal, the screw head did not move at all, and the screw head was cut using an airtome (non jj device). Then, the plate was removed. The use of a chisel to expose the screw shaft was a risk of re-fracture. Additionally, the screw shaft was completely embedded in the bone, so that the surgeon believed that there was no risk of damaging the surrounding tissue and closed the wound. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) unk - screws: trauma this is report 1 of 1 for complaint (B)(4).